Event description:
A staff member developed an allergic response after coming in contact with the product. She was evaluated in the ER, given oral steroids and discharged.

Manufacturer narrative:
A staff member exhibited an allergic response after using the hand sanitizer. She had a rash on her hands. She was evaluated in the emergency room, given oral steroids and released. She had no known allergies. Due to allergic reaction that developed and the subsequent medical intervention, a MDR is being filed.